Manufacturer narrative:
(B)(4). Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin pump error noted. However, unit received with corroded motor home switch. Device received with cracked case (battery tube). The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer reports they were able to clear the alarm and able to rewind the pump. Customer was advised to perform displacement test and self test then both test was passed. It was also reported that the insulin pump was damaged. There was crack on battery compartment and no damaged reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.